Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history part: 04.632.650s, lot: 6l29522, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 03. Oct. 2019, expiry date: 01. Sep. 2029. Part was only packed and sterilized at synthes gmbh and as this complaint is neither packaging nor sterilization related no review of these documents is necessary. Please perform an us DHR review for unsterile part 04.632.650 with lot h786225: part number: 04.632.650, lot number: h786225, part manufacture date: 11/29/2018, manufacturing location: brandywine, part expiration date: n/a, nonconformance noted: n/a. A review of the device history record of this lot revealed no complaint-related anomalies. The device history record shows that the matrix screw assembly was processed through the normal manufacturing, finishing, and inspection operations. The product lot met all manufacturing, finishing, and inspection criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 04.632.650s, lot: 6l29522, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: october 3, 2019, expiry date: september 1, 2029. Part was only packed and sterilized at synthes gmbh and as this complaint is neither packaging nor sterilization related no review of these documents is necessary. Part number: 04.632.650, lot number: h786225, part manufacture date: november 29, 2018, manufacturing location: brandywine, part expiration date: n/a, nonconformance noted: n/a. A review of the device history record of this lot revealed no complaint-related anomalies. The device history record shows that the matrix screw assembly was processed through the normal manufacturing, finishing, and inspection operations. The product lot met all manufacturing, finishing, and inspection criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. The product met all manufacturing, finishing, and inspection criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. Visual inspection: the pedicscr matrix 5.5 polyaxial ø6 preassm (p/n: 04.632.650 & lot #: h786225 ) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the preassembled pedicle screw fell apart from the polyaxial screw head. The surgeon/user used the replacement head to fit on the screw. But the replacement head didn't sit appropriately on the screw as the screw did not snapped till recess of screw head. Apart from it, minor scratches and discoloration mark were visible on the surface of the screw and screw head. These might have caused during explantation/removal procedure. No other issues were identified with the returned device. Hence the alleged complaint can be confirmed for this device. Functional test: the functionality test cannot be performed as the screw is stuck inside the replacement head and the other appropriate instruments that are used to perform the assembly according to surgical guide were not returned. Hence, the functionality test cannot be performed. Can the complaint be replicated with the returned device? Unable to perform. Dimensional inspection: a dimensional inspection cannot be performed due to complex geometry of the screw. Document/specification review based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed: surgical technique. Complaint confirmed? Yes, as the screw fell apart from the screw head that caused the surgeon/user to use the replacement screw head during surgery. Hence the allegation can be confirmed. Investigation conclusion the complaint condition was confirmed for the pedicscr matrix 5.5 polyaxial ø6 preassm. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 5 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the 3-d heads pulled off of the pre-assembled screws while the rods were being locked down. Replacement heads were used but again this issue occurred again. The damaged screws were removed and longer and wider diameter screws were used to successfully replace the broken screws. The surgery was delayed. This report is for one 6.0mm ti matrix polyaxial screw 50mm thread length. This is report 3 of 4 for (B)(4).

Event description:
Updated event description to capture concomitant device reported: concomitant device reported: unknown rods: spine (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.